Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found foreign objects came out of the distal end due to clogging of the channel tube. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was that came out of the videoscope or when it came out of the scope. It is unknown if there was a delay in the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. In addition, the evaluation found the following; due to a pinhole on the channel tube, water tightness was lost, due to clogging of the channel tube, the tube cleaning brush could not be inserted, the protector of the universal cord on the control section side had a scratch, the scope cover, the grip, the forceps elevator lever and knob, the up/down and right/left knob, the protector of the universal cord on the suction connector side, the protector of the universal cord on the control section side, the switch box, the section connector, the universal cord, the plastic distal end cover and the control unit all had scratches. Due to clogging of the channel tube, the forceps could not be inserted, the light guide bundle was slipping down, the electrical connector and the control unit had corrosion due to water leakage. The suction connector was dirty due to water leakage, the adhesive on the bending section cover had a crack, due to deformation, the up/down knob did not move smoothly, due to deformation, the right/left knob did not move smoothly. Due to wear of the angle wire, the play of the up/down knob was out of the standard value, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the universal cord was sticky. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera small intestinal videoscope had an air bubble at the tip. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; foreign objects came out of the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. Olympus will continue to monitor field performance for this device.